Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 09:46:26. During night drain cycle one, the patient's ultrafiltration reading was 2145ml, indicating the home patient (hp) drained 2145ml more than their maximum programmed fill volume of 2100ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was undetermined as the occurrence date of the reported iipv had already been overwritten in the event log and the therapy log shows 7 bypasses. If any additional information is received, a follow-up will be sent.